Manufacturer narrative:
(B)(4). Date sent: 5/16/2018. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, observed failure of the material during the surgical procedure, the surgeon had to complete the procedure manually. There is no more information available. There were no patient consequences reported.